Event description:
On (B)(6) 2024, while updating alizea in stock to step 2, it was confirmed that one alizea dr(s/n: (B)(6) could not be upgraded. No information wheter there is any error messages. Since the product is already in operation, it is difficult to put it on the market as a product that has not yet been upgraded.

Manufacturer narrative:
The conclusions are as follows: at reception, the device was already in step 2. The implantation has been forced on (B)(6) 2024 and the upgrade was performed on the same day. Since the device is considered as implanted, the memories have been activated. No issue is suspected on the subject pacemaker. In case this device is implanted, the messages regarding the automatic implantation detection will not appear again and the warnings which will appear at the first interrogation should not be taken into account. In addition, a reset of the memories should be performed.

Event description:
On (B)(6) 2024, while updating alizea in stock to step 2, it was confirmed that one alizea dr (s/n: (B)(6) could not be upgraded. No information whether there is any error messages. Since the product is already in operation, it is difficult to put it on the market as a product that has not yet been upgraded.